Event description:
It was reported while using bd max¿ system, bd max¿ instrument with bd sars-cov-2 reagents for bd max¿ system potential false positive results were obtained. There was no report if repeat or confirmatory testing was performed. There was no reported patient impact. Eua# (B)(4).

Manufacturer narrative:
Investigation: the complaint of "false positive" was reported against the bd max instrument, catalog number 441916, serial number (B)(6). The customer reported that they suspected that 4 of 24 samples are false positive. Field service was not dispatched. It was determined that the rack was placed in the refrigerator for over an hour prior to measurement. N1 positive was received and CT value was at 33. False positive samples were retested. The complaint is unconfirmed with the information provided. Root cause cannot be determined with the information provided. No parts were returned to bd. The investigation consisted of a review of the instrument device history record from manufacturing, the instrument installation and service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: na. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd max¿ system, bd max¿ instrument with bd sars-cov-2 reagents for bd max¿ system potential false positive results were obtained. There was no report if repeat or confirmatory testing was performed. There was no reported patient impact. Eua# (B)(4).